Manufacturer narrative:
Received 8pcs. 454322/b200735b for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Customer samples were visually checked. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. No short fills could be observed on the samples. The complaint could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). Dates of the events could not be obtained from the customer. Samples for an evaluation have been requested. As soon as the samples are evaluated and the investigation of the alleged issue is completed, a supplemental report will be filed.

Event description:
Customer states tubes are underfilling. They are having issues that the tube are not filling like they should. The vacuum should pull the blood in the tube until filled (up to the black arrow) but this isn't the case. They are having to have multiple patients redrawn. Most draws, the tubes are underfilled. This is a reoccurring issue for multiple departments, as nursing staff and lab staff draw. Because of this, many people draw using different techniques. Some are syringes with butterflies others are vacutainer blood collection system. Majority of tubes are having this issue, around 70-80%. They do not have any extra racks of tubes as they are low on supply because the tubes are on back order. They could send a few tubes, but it couldn't be a whole tray.